Manufacturer narrative:
Insulin pump received with no ( up and down) button response due to corroded keypad traces. Unable to perform the displacement and software version due to buttons not responding. Pump received with cracked case corner of belt clip rails. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was damaged. No harm requiring medical intervention was reported. Customer stated that the insulin pump received with no up and down button response due to corroded keypad traces. Unable to perform the displacement and software version due to buttons not responding. Customer stated that the insulin pump received with cracked case corner of belt clip rails. The p-cap locks into the reservoir compartment properly noted. The insulin pump was returned for analysis.